Event description:
It was reported that cadd legacy pump alarmed fails occlusion at 7.52 psi. During testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is unknown however, fluid ingression was found on the downstream sensor and the lens was damaged. It is recommended that the downstream sensor and lens be replaced. The returned product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.